Event description:
It was reported that no issues/leaks were found during pretesting. However, when medical solution was injected into the catheter, a leak was found close to the injection hub of the extension line of the distal lumen. As a result, the catheter was removed and replaced with a new one. The reporter stated that it is unk how long the catheter was indwelled in the internal jugular vein, but the leak happened the day the catheter was inserted. There were no reported pt complications and the pt was in good condition.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.